Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated with serum in the reported problem area of the pipette assembly. The collet was replaced. The instrument was cleaned. Inspected, tested without further problem, and returned to service.